Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to report a low drain volume alarm on the homechoice (hc) during initial drain. The homepatient (hp) forgot to open the patient line clamp during prime. The technical service representative (tsr) had the hp go back to initial drain to try and push air through the line and the hp was draining fine.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Per the complaint information, the most likely cause of the low drain volume alarm is the air in the patient line. The patient had the clamp closed on the patient line during prime thus causing air in set. Labeling review was adequate for the potential use error in the complaint. Follow up with the patient revealed that she finished with the supplies and that she had discarded them when she was finished with therapy. The hp stated that there was no medical intervention and that she was doing well with therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).